Event description:
A healthcare provider reported information on behalf of the patient. It was reported that there was an infection at the patient¿s device. The device was explanted on (B)(6) 2016. The patient was implanted for spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.